Manufacturer narrative:
Insulin pump received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer the reported via phone call that the wear and tear on screen and scratches that make screen hard to see. Customer's blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.